Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, that the port of the male luer was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke above the luer lock which resulted in a leak of solution and created an open system while connected to a patient. This issue was identified when the nurse was disconnecting an intravenous (IV) antibiotic from continuous fluids. This was further described as not a disconnection, ¿the luer lock stayed bonded together and broke open the tubing¿. The IV had been connected for about 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.